Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in 2011. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The hernia was reported to have occurred on an unknown date prior to apd therapy starting; however, it was reported that the hernia "possibly worsened with pd therapy". It was unknown if the patient was hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Apd therapy remained ongoing. On an unknown date, the patient recovered from the event. No additional information is available.